Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device will not turn on/device not functioning. The patient states the device "malfunctioned while in use overnight" and they "woke up to red light beeping." The patient alleges nasal/throat irritation or soreness and "experienced dry mouth and throat irritation specifically in the summertime." The device is no longer in use by the patient and has been "returned to dme." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.